Event description:
Customer reported unexpected negative reactions with capture-r ready ID (crrid) on the echo, on a patient sample with a previous history of anti-lea and anti-m. The sample failed to react with any cells on the panel.

Manufacturer narrative:
Customer stated the antibodies may be igm in nature. According to package insert for crrid, antibodies that are igm in nature may not be detected by solid phase technology. The customer did not return product or sample for investigation testing.